Event description:
On (B)(6) 2021, the lay-user/patient¿s daughter (the reporter) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation, since the reporter was unable to be contacted by phone for additional information. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2021. The reporter claimed the patient obtained blood glucose readings of ¿12.0, 7.0 and 6.0 mmol/l¿ with the subject meter, performed within an unknown time of each other. The patient manages his diabetes with oral medication (metformin 500 mg; 1 pill twice a day). The reporter denied the patient made any changes to his usual diabetes management regimen due to the alleged issue. The reporter claimed that an unknown time after the alleged issue began, the patient developed symptoms of feeling ¿sleepy and no energy" and was hospitalized on (B)(6) 2021. The reporter was unable to confirm the treatment received in hospital however stated the patient was kept in overnight to have his blood glucose levels monitored. The readings obtained in hospital were not provided. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly hospitalized for a possible acute complication of diabetes after the alleged inaccuracy issue began and it is not known the exact treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.